Event description:
There is an approximately 4" piece of flexible silicone tubing attached to the urological adapter on the t-u-r y-set that must be removed when the set is used for continuous bladder irrigation (cbi). This piece of flexible tubing can be difficult if not impossible to pull off by hand. The company does not give a solution on how to properly remove or provide the product without the piece. Removal of the piece is not addressed in the IFU. This issue is a potential contributing factor in the development of a catheter associated urinary tract infection event(s). FDA safety report ID#: (B)(4).